Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during an angiogram, the catheter got entangled with the right atrial lead and the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.